Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5plus was installed for functionality and the unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07928 and 2134265-2015-07929. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, auto pullback stopped. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07928 and 2134265-2015-07929. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, auto pullback stopped. No patient complication was reported.